Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited shock impedance measurements of zero ohms. The device was checked and all shock impedance measurements were normal and consistent. No further troubleshooting was performed and there were no actions or interventions planned. No adverse patient effects were reported. The device remains in service.